Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient observed a "replace generator soon" message on their programmer, which was confirmed to be a true elective replacement indicator message. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: report type was corrected from "malfunction" to "serious injury". Patient and device codes were corrected. Method, results, and conclusion codes were incorrect, and they will be provided in the final report.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.